Event description:
It was reported that the 2600 system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply and the f10 fuse were replaced during the service call. The system was tested and found to be working as intended and put back into service.